Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device presented with a battery voltage below eri. The device was explanted.